Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on march 21, 2017, omsc confirmed that the coating on the outer surface of the jaw was worn and partially came off. There was a scratch on the probe. The short circuit error did not occur when an operator output in seal mode with the grasping section closed. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. Omsc surmised that the dysfunction of the subject device was caused by output stop due to an error occurrence. An error occurred when the user output the device in seal and cut mode with the probe contacting metal or a surgical instrument. Due to this error, the subject device did not work. The instruction manual of the device has already warned as follows; warnings: when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During an uncertain procedure, the subject device was used. The subject device did not work. There was no patient injury reported. On march 21, 2017, olympus medical systems corp. (Omsc) confirmed that the coating on the outer surface of the jaw partially came off.